Manufacturer narrative:
(B)(4). Carefusion received the suspect device and the factory service department investigated the reported issue. The reported issue was confirmed and the hybrid board was replaced. The supply rail was shorted to ground along with electrical overstress to capacitor c500. The reported unit was powered on with good known ac adapter, lung and patient circuit being connected to the suspect ventilator. Unit powered on and boot up with no issues. Unit passed 48.5 hours of extended bench testing. Furthermore reported unit also passed initial, final and alarm volume test with no abnormalities. The reported issue was resolved and the device was returned to the customer.

Event description:
The customer reported that there was loud pop and smoke come out when plugging the ac power adapter into the ventilator. There was no patient involvement associated with the reported event.